Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spike piece on mbt revision drill bushing broke off, when it came out of sterile processing will return to office as soon as they get replacement. Did not break during surgery.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the submitted device confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.